Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported image loss could not be confirmed or reproduced. However, service found the electrical contacts of the video connector were corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause was not able to be determined, since the customer's report could not be duplicated. Per the legal manufacturer, the corrosion on the electrical contacts of the video connector has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that when preparing the subject device for use during an unspecified procedure, there was no image due to a "sandstorm" on the display. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. However, no additional information was provided.